Event description:
A discordant, falsely low total bilirubin (tbil) result was obtained on a neonatal patient sample on the dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was rerun and the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The tsc specialist advised the customer to run a bleach clean on the sample probe. A siemens global product support (gps) specialist also evaluated the instrument data, and did not find an instrument malfunction. The cause of the discordant, falsely low tbil result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.